Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change. During implant, the hex screw driver could not engage the set screw on the new implantable cardioverter-defibrillator. The physician elected to plug the port and program the device can to right ventricular (rv) coil. The patient was stable.